Manufacturer narrative:
Additional narrative: examination of the returned device confirms the complaint; the spring component is damaged. A complaint database search on the provided product family identified a trend of damaged/missing spring component. The root cause is attributed to product design. (B)(4) was implemented on october 29, 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. The complaint sample is the old design. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4). Previous follow stated the product was reported in error. The incorrect product number was reported. The corrected product number on this follow up is a reportable malfunction. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring on the inside of the instrument appears to be damaged.

Manufacturer narrative:
Upon review of the complaint, it was noted that there were no other reportable malfunctions for this product. This product was reported in error.